Event description:
A customer reported via webform that a sensor error message was received with the adc device. Due to this, the customer experienced a loss of consciousness and/or seizure however, there was no third party medical intervention reported. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Communication was attempted between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. An extended investigation has been performed. Visual inspection was performed on the returned sensor plug and no issue observed. The sensor was found to be in sensor state 5 (indicating normal termination). The returned sensor was scanned using a known good iphone device and freestyle libre 2 application. The returned sensor was reprogrammed using evm and activated using the known good iphone device. Accuracy test was performed and passed indicating the electronics are working as intended. This issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor error message was received with the adc device. Due to this, the customer experienced a loss of consciousness and/or seizure however, there was no third party medical intervention reported. No further information was reported. There was no report of death or permanent injury associated with this event.